Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was emitting beeping tones. Technical services were consulted for further review of device data which confirmed the observations. Device replacement was recommended within 90 days and therapy delivery is currently unaffected. This device remains implanted and in service with no adverse patient effects reported.